Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. After lens insertion noticed lens was torn. The lens was removed, incision was not enlarged and no suture used. No pt injury. Another same model and size lens was implanted. Reporter stated this incident was due to loading error.

Manufacturer narrative:
(B)(4).